Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device was dropped. Device vibrated and alarmed. Device had a blank display and was giving out a constant tone. Customer's blood glucose was 144 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.